Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover, wear and tear damage on the enclosure, and line cord. The unit also had an outdated pcb/power switch. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (over temperature at start up) was confirmed during testing. The product problem occurred because the unit was damaged (pcb) and out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) went into an over temperature state during power up. No patient injury or complications were reported in relation to this event.